Event description:
Country of complaint: (B)(6). Trial implant was possible to implant, but two 10mm cages are fractured during insertion. Nine mm cages were used successfully. No pt injury, surgery delayed 30 mins.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site eval: eval ongoing.